Event description:
The user facility reported that during a diagnostic endoscopy, there was a loss of air/water flow to inflate the jeujenum of the pt., as the user facility did not have a spare device, the procedure was aborted and rescheduled. There was reportedly no pt injury. The pt was reported to have had a capsule endoscopy following the event, and the pt was stated to be doing fine.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation did not confirm the user's report of no air/water flow, as the air/water flow capacities tested within specifications. There were also no kinks in the air/water channel. However, there was evidence of debris noted inside the air/water channel, which may have contributed to the user's experience. Additionally, the air/water nozzle was found sharp and deformed, and there were scratches noted on the objective lens. The cause of the user's experience cannot be conclusively determined, but insufficient cleaning cannot be ruled out as a contributing factor. An olympus endoscope support specialist was dispatched to visit the user facility and provide in-service training on how to properly clean, handle, and inspect the device. This report is being submitted as a medical device report in an abundance of caution.